Manufacturer narrative:
The reported product's were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. In addition, retained test strip samples from the same lot reported by the customer (4500165896) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported that on (B)(6) 2015 customer received readings from her adc blood glucose meter which were higher than readings obtained by paramedics. Caller further reported customer was experiencing unspecified "hypo symptoms". Paramedics were called and upon arrival checked her vital signs and blood sugar. A reading of 4.3 mmol/l (77 mg/dl) on the adc meter which was higher than a reading of 2.1 mmol/l (38 mg/dl) received on the paramedic's meter. Customer was treated with "gluco-juice" and dextrose. After treatment the customer vomited, which was believed to be a reaction to the treatment. Another comparison was performed with a reading of 7.7 mmol/l (126 mg/dl) obtained on the adc meter, which was higher than a reading of 5.3 mmol/l (96 mg/dl) received on the paramedic's meter. Two hours after treating a reading of 5.6 mmol/l (101 mg/dl) was received on an unknown meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(4). It should have indicated the event required intervention to prevent permanent impairment/damage (devices).